Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a crack in the battery compartment, but demonstrated that the pump was operating within required specifications and delivery accuracy.

Event description:
Patient received ems treatment for hypoglycemia in 2006 for 2 days.